Event description:
The customer reported the system displayed a security warning error message. The error message could not be cleared thereby necessitating a reboot. Thereafter, system functionality was restored. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a precaution, the x-ray switch and handswitch were replaced. The system was tested and found to be working as intended and put back into service.